Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported during a case the unit displayed a ventilator failure message. The patient was bagged for the remainder of the case. There was no patient injury reported.

Manufacturer narrative:
A dräger technician evaluated the device in follow-up of the event, the reported issue however was not duplicated. The unit was tested and confirmed to be operating per manufacturer's specifications. Log file evaluation revealed that the automatic power-on self-test was passed in the morning of te doe without deviations. The concerned surgical procedure went widely stable for the first 1.5 hours. Then, suddenly, a too fast and too high pressure increase was detected by the ventilator resulting in an emergency shutdown while autonomously changing mode to man/spont. The shutdown was accompanied by the corresponding ventilator fail alarm. The therapy was continued for another 13 minutes using manual ventilation until the unit was placed into standby. All in all, no indication for the potential presence of a device malfunction could be found. The safety shut-down was triggered by a transient pressure peak in the airway system. Since the issue occurred close to the end of the procedure, a reasonable explanation would be that the patient was already starting to wake-up and was coughing in a moment where the ventilator piston was moving upwards. To protect from potentially hazardous output the device is designed to shut-down automatic ventilation when such fast and significant rise in airway pressure is detected.

Event description:
It was reported during a case the unit displayed a ventilator failure message. The patient was bagged for the remainder of the case. There was no patient injury reported.